Manufacturer narrative:
A possible root cause was determined. An ocd field engineer was on site and performed camera adjustments and a 42 month pm. Repairs have returned this instrument to expected operation.(B)(4)

Event description:
Customer reported a false negative result issued by the provue to a visually confirmed 1+ reaction during an antibody screen test. The patient sample was initially tested by the manual gel method and a 1+ reaction was observed. No erroneous results were reported.